Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 152 mg/dl. The customer stated that air bubbles was pea size and sometimes smaller. Air bubbles was at top of the reservoir. It was reported that there were no leaks in the infusion and reservoir tubing and customer stated that the air bubbles were not removed successfully. The reservoir will not be returned for analysis.